Manufacturer narrative:
The blank display was due to corroded battery cap contact. The failed battery test, weak battery alarm, battery out limit or off no power alarms were unable to be verified due to blank display anomaly. However, the pump had normal operating currents. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no motor error alarm during testing noted. The motor passed motor test. The pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot, and the device was found to be exposed to magnetic field at airport. The customer states they went through body scanner with the device on. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.